Manufacturer narrative:
(B)(4) exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, migration, vc + organ perforation, diff. To retrieve, embedded, abdominal pain, disfigurement'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported disfigurement is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. -- blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation does not change the previous investigation results for vena cava/organ perforation. The following allegations have been investigated: aorta perforation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: b5, b6, h6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from computerized tomography (CT): "there is a tilted infrarenal ivc filter. The legs of the ivc filter extend beyond the wall of the ivc. Another leg of the ivc filter is seen to extend into the posterior portion of the abdominal aorta." "Atypical positioning of ivc filter with multiple legs extending beyond the confines of the ivc into adjacent structures as described above"

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: initial reporter's occupation: attorney. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 29/jan/2018 as follows: patient received an implant on (B)(6) 2012 due to pulmonary embolism. Patient is alleging tilt, migration, vena cava and organ perforation, pain, suffering and disfigurement due to the device. Patient alleges attempted, unsuccessful (open surgery) retrieval in december of 2012 and that the device was successfully retrieved on (B)(6) 2015 .

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event, since no product was returned and no imaging was provided. According to the description of event, it is alleged, that the filter had migrated, tilted (with the top of the filter becoming embedded in vc), and had perforated through the ivc with at least one piercing an organ. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported filter migration, embedment and strut perforation of ivc. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4) investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "on (B)(6) 2012 [pt] was implanted with a cook celect vena cava filter. The celect filter was properly deployed in accordance with instructions and labeling materials from the defendants. The filter subsequently migrated and tilted with the top of the filter becoming embedded in [pt]'s vena cava wall. Device malfunction was discovered in 2015. Additionally, many of the struts perforated through the vena cava wall with at least one piercing an organ." Patient outcome: it is alleged that "the malfunction resulted in severe abdominal pain and multiple corrective surgical procedures. Pt was hospitalized for 6 days".